Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she put a new reservoir in on saturday. Customer tried to prime the tubing and insulin squirted out. Customer stated that the pump told her to rewind again but the issue kept recurring. Customer was explained that it was a possible sensor issue. Customer's blood glucose is 181 mg/dl. Customer stated that insulin was squirting out during the manual prime process. Customer stated that she is stuck in the rewind complete/bolus delivery loop. Customer stated that hse was not wearing the pump during priming. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the insulin pump will need to be replaced.